Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced difficulties charging the pump. Additionally, it was reported that the pump touch screen was intermittently unresponsive after dropping the pump in the toilet. Customer¿s blood glucose level was 190 mg/dl. The customer reverted to an alternate method of insulin therapy.